Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched. On 30 august 2016 the fse decontaminated the diluent/wash/sub systems and replaced the diluent pump and substrate syringe. The engineer ran precision on tt3 level 2 with coefficient of variation (cv) of 1.7%. The engineer ran patient sample of lhii with a result mean of 1.81 and received 9 1.8s and 1 1.0, then ran level 1 bio-rad and got a cv of 4.4%. All within spec however the fse wanted to run a lower rate sample. The engineer returned on 31 august 2016 and ran calibrator zero as a patient, the engineer observed multiple fliers during a ten replication precision run. The fse replaced the nozzle and sample syringe assy. During adjustment of the liquid level sense on the eki board the potentiometer broke on the board. An eki replacement board was ordered and the eki board and nozzle were replaced. The engineer ran repaired tubing from the nozzle to the sample syringe and replaced the substrate solenoid, which the engineer reported was the final fix to the problem. Precision was run on several different materials, calibration and controls were all reported to be acceptable. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the substrate 3 way solenoid valve

Event description:
On (B)(6) 2016 a customer reported lhii precision, occasional high fliers on quality control (qc). Technical suppot(ts) worked with the customer and upon review of a patient sample that was run ten times ts noted the results indicated an occasional e2 flier. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay or potential discrepant patient results.